Manufacturer narrative:
We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The processor was unable to start. The screen was no show. This event occurred at the time of before use. There was no report of patient harm.